Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user was hospitalized due to hyperglycemia after placing the infusion site in an area with folded skin, which impaired insulin delivery. Bg rose above 400 mg/dl and remained out of range most of the day. Although the user experienced no symptoms, their husband called ems out of concern. The user was admitted overnight and discharged on (B)(6) 2025. Treatment included fluids and insulin injections. The user has since resumed use of the ilet.